Manufacturer narrative:
Section h6, health effect - clinical code: bacteremia - 4846. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported events. Review of the submitted log files confirmed multiple low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined. Additionally, a direct correlation between (B)(6) and the reported infection, as well as the report of a distended left ventricle and low output with elevated pulmonary capillary wedge pressure, could not be conclusively established through this evaluation. The submitted controller event log file contained events from 03feb2023 through 08feb2023, per the timestamps. Multiple low flow hazard alarms were captured on 03feb2023. No other notable events or alarms were captured. The pump appeared to function as intended. (B)(6) was returned assembled with the pump cable severed approximately 13.5¿ from the pump header. The distal portion of the pump cable was not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas, including infection. This section also provides an explanation of all pump parameters, including flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management", lists infection as a potential late postimplant complication. This section also provides care instructions in reference to preventing infection as well as suggested responses in the event of infection. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also provides care instructions in regard to preventing infection in several sections. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with lugdunensis bacteremia and continual, persistent low flow alarms. Vancomycin was started for the infection, and a low flow software upgrade was performed to 2.0 lpm and intravenous (IV) fluids were given. The patient was transferred to another hospital and was put as status 3 on the transplant list. A cause of the low flow alarms was not identified, but the physician suspected that there may be a pump concern, as a ramp study was done but there was no increase in pump flow as the speed was increased. The speed was set at 6000 rpm and flows continued to be 2.2 - 2.4 lpm. A computed tomography (CT) scan was done and no obstructions were seen. A transthoracic echocardiogram (tte) showed a distended left ventricle and a right heart catheterization showed low output with a pulmonary capillary wedge pressure of 22 mmhg. Those tests indicated that the pump was not supporting the patient at 6000 rpm. There was no clear outflow graft kink noted. The patient was put on milrinone. No low flow alarms were seen since the adjustment of the software. The patient underwent an urgent heart transplant on (B)(6) 2023 due to infection and the recent low flow alarms and question of something impeding the blood flow pathway. Blood cultures following the transplant were negative (taken on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023), but the patient would remain on vancomycin until (B)(6) 2023.

Manufacturer narrative:
Adverse event problem, health effect - clinical code: bacteremia - 4846. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.